Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device did not work was confirmed. An assessment was performed which found that the device did not function, the contact pins were pushed back, and the cable was twisted. It was further determined that the device failed pretest for loctite and cable assessments and safety assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor device did not work. During in-house engineering evaluation it was observed that the device failed safety assessment (unintended motion). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.